Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during a device follow up, the patient's right ventricular (rv) lead had a bipolar and tip to coil high threshold of 8.0 volts at .40 ms. It was also noted that there was no change in impedance or sensing. In addition, the threshold was measured "high" by the device since change out. The rv lead was reprogrammed and remains in use. The nurse practitioner was to discuss a plan with the doctor. No patient complications have been reported as a result of this event.